Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of urinary urgency, frequency and nocturia, and severe genital prolapse. It was reported that after implant, the patient experienced adhesions, bladder dissected off anterior vaginal wall, and multiple cystic lesions consistent with cystitis cystica. Post-operative patient treatment included additional surgical procedure.